Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem, dso is ripped was verified by visual inspection. The cause is the dso seal. Replaced the dso seal to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device needs a software upgrade, and the downstream occlusion (dso) seal is ripped. Per reporter, the event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.